Event description:
The caller reported that the pilot balloon developed a leak in the seam after about sixteen hours of use. The leak was compensated for with the ventilator. The tube was left in the patient for ten days until the stoma was established and then a non-routine replacement of the tube was performed.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.